Event description:
It was reported that post-sensed t wave oversensing due to small r wave amplitude was observed. Lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.